Event description:
It was reported that a peritoneal dialysis (pd) patient was just released from the hospital because their catheter was positioned incorrectly. Upon follow-up, the patient's pd nurse confirmed the patient had the pd catheter revised due to a buildup of fibrin. The nurse stated the patient did not have adverse effects from use of any fresenius device, or product. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. C-799560, 8011548469 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)